Manufacturer narrative:
Evaluation of the returned red72 confirmed a fracture on the proximal end. If the device is mishandled during advancement into a parent device, damage such as a kink and subsequent fracture may occur. Based on the reported complaint, the root cause could not be determined. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system red 72 reperfusion catheter (red72), a neuron max 6f 088 long sheath (neuron max), a non-penumbra microcatheter and a guidewire. During the procedure, after advancing the red72 through the rotating hemostasis valve (rhv) of the neuron max, the physician fractured the proximal end of the red72. Therefore, the red72 was removed. The procedure was completed using a new red72, the same neuron max, the same microcatheter and guidewire. There was no report of an adverse effect to the patient.